Manufacturer narrative:
No malfunction is supported. The investigation has found that alarms for tachy, brady and asystole were provided between 15:29 (corrected time) and 18:35 (corrected time). The central monitor speaker minimum volume was found to have a setting of 2 which has been determined to be too low for the current clinical environment. A change upon customer request was made to increase the minimum volume setting to 4. No additional action or investigation is warranted.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that a patient death occurred on (B)(6) 2018 in bed (B)(6) and no asystole alarm was provided at the information center. The device was in use monitoring patients at the time of the event.